Event description:
A 6-hole dcp plate was implanted for a left forearm fracture. The patient noted a bump on her wrist and x-rays taken showed the plate to be bent. Patient underwent unknown reconstructive surgery at some point after that. Removal of the subject plate is unknown.

Event description:
Bent plate was removed during revision surgery. Surgeon noted no callus formation at the fracture site at 22 weeks post implant.